Event description:
Reporter alleged obtaining the results of 74 mg/dl and 197 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that she ate the "cream of (B)(6) cookie" in between obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.